Event description:
This was recently brought to reports attention via a lettert from an attorney. On f/u with the pt's physician rptr was informed that this incident was reported. Since rptr is unable to verify when and to whom this was reported, they are submitting this report at this time. The pt was admitted on 11/19/98 complaining that their pump was not working. The pt had no other complaints and was scheduled for replacement of the pump on 11/21/98. On 11/20/98 neurosurgery was called to evaluate the pt for a fever and urinalysis. Antibiotics were administered. Later the same day the pt's temperature increased to 107 degrees f. Pt's tachyarrhythmia persisted in spite of adenosine. Shortly thereafter their tachyarrhythmia became unstable evolving into ventricular fibrillation followed by pulseless electrical activiy. Resuscitative efforts were unsuccessful. The pt was pronounced deed 11/20/1998.